Event description:
It was reported that small blue particles from the inflow tubset were falling off.

Event description:
It was reported that small blue particles from the inflow tubset were falling off.

Manufacturer narrative:
The product was not returned for investigation. Therefore, the reported failure mode could not be confirmed. The possible root cause for the failure can be due to: system design , use error. However, this cannot be confirmed since the unit was not returned. In the event that the unit is returned, a full evaluation will be conducted and a follow up report will be issued. The product was not returned for investigation and the reported failure could not be confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
The product was returned and the failure mode was confirmed. Visual inspection : the tubeset was received with the saline still on the tubeset. It showed blue particles. The inside of the luer lock showed scrapings on the side. Probable root causes could be the cannula cutting into the luer lock causing small blue luer particles to become apparent from the stripped threads. In sum, the product was returned and the failure mode was confirmed.